Event description:
It was reported there was a patient fall where the bed exit did not alarm. The user facility reported there was an injury as a result but did not provide any information regarding the severity or treatment.